Manufacturer narrative:
(B)(4).

Event description:
It was reported that" 28 dec 2023,the package was found broken during inspection. All devices have a sterility breach for sure. The outer box was not damaged." No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2023,the package was found broken during inspection. All devices have a sterility breach for sure. The outer box was not damaged." No patient involvement reported.